Manufacturer narrative:
Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that a battery came loose from it's normal fastened position on the ventilator and ended up against the MRI scanner outer housing. The hospital admitted that the ventilator was placed closer to the MRI scanner than recommended at the event. There was no patient harm. (B)(4).